Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed eccentric, de novo, 30x3.5mm, target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following the insertion of the guide wire, a 15mm x 3.5mm quantum maverick balloon catheter was advanced towards the lesion. During advancing of the catheter, the "advancer rod" fractured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood in the hub. The balloon was tightly folded. The hypotube was completely separated 78cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtained via radial artery. The 80% stenosed eccentric, de novo, 30x3.5mm, target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following the insertion of the guide wire, a 15mm x 3.5mm quantum¿ maverick¿ balloon catheter was advanced towards the lesion. During advancing of the catheter, the "advancer rod" fractured. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.